Manufacturer narrative:
Evaluation, conclusion: hydrophilic-coated guide used during attempted implant of lead which has dry inner lumen causing guidewire to lock up in lead.

Event description:
A zinger wire was intended to be used to place the attain 4398-88 lead. The target vessel was the posterolateral vein at the coronary sinus. The target vessel was moderately tortuous. No abnormality was noted on the wire during device inspection. A torque, which was packed additional to the lead, was used. Placement of the attain lead was not possible. It was reported that the wire ¿built a loop¿ in the target vessel. When the physician wanted to pull back the wire, it was not possible. The tip of the wire was already in the tip of the lead but then no more movement could be done, either forwards or backwards. There were no difficulties when removing the lead and the wire from the patient. The attain and zinger were replaced by devices from different lots. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: the distal tip of the wire is stuck inside the lead with none of the distal end of the wire exiting the tip of the lead. There is dried blood visible on the wire in the distal end of the lead. The wire cannot be removed from the lead without severely damaging the wire. Cine image review: guidewire looping was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.